Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states patient tested 4.2 inr on the coaguchek xs plus system while a comparison lab returned as 2.6 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system, and replacement was sent.

Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, when they placed the ancillary trocar and went to attach it to the anvil, the trocar broke. The bottom half fell into the patient and had to be retrieved. A new device was pulled, the process repeated and the procedure completed without any adverse patient impact.